Manufacturer narrative:
This report is submitted on march 21, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to medical reason. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 29, 2022.